Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 147, 157, 250 and 269 mg/dl. Customer was also performing a meter to meter comparison; meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer fasting and produced test results of 130 mg/dl and 135 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).